Event description:
It was reported by the patient their current lead is oversensing similar to t-wave oversensing (twos) that has occurred to the patient¿s previous lead. Follow-up information from the clinic indicates there is nothing in the record regarding this. Follow-up information from the company representative indicates that a couple of beats of t-wave oversensing (twos) were noted immediately after the procedure and the device was reprogrammed. The rep is not aware of any further oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).